Manufacturer narrative:
Evaluation of the returned device confirmed the complaint that the scalpel jaw broke off at the distal end. The most likely cause for the broken jaw is mishandling/misuse due to the damage to the external shaft. This condition suggests that the device made contact with a rigid instrument, or that excessive rotational torque was applied to the device while prying, dissecting or grasping an object.

Event description:
It was reported that the tip broke off during the procedure. No injury to the patient or adverse event was reported.